Event description:
The customer reported that while the iabp was in use on a patient, the iabp intermittently triggered off the EKG but the majority of the time, it triggered off of pressure even after changing cables, lead wires and electrodes. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative did not observe any abnormality in the service logs or electrical errors. As precautionary measure, the company representative replaced the ECG input cable assembly (part number 0012-00-0976). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The cable assembly replaced was received by the manufacturing facility at (B)(4). The analysis performed did not confirm the failure. (B)(4).